Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/03/2015 with the following findings: a review of the pump black box revealed evidence of a partially changed battery installed during a battery change. An external power supple was used to test the idle, sleep, rewind and load currents and all were found to be within specifications. The pump cover was removed and there were no intermittent connections or moisture damage observed. A low voltage in replacement battery was observed in the black box. Unrelated to the original complaint, the battery compartment was observed to be cracked near the cover.